Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term

Event description:
It was reported that the device displayed connection error: app will reset to factory settings during sensor session. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.